Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the unit would run in reverse while the safe mode was engaged. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Results: incompatible component: upon disassembly, the stryker technician found non stryker trigger shafts. The presence of non-stryker repair work may cause or contribute to the reported event. The non-stryker components were replaced to address the reported event.